Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via the left arm. The lesion was located in a moderately tortuous, left iliac artery. Following the placement of a non-bsc stent, the 8.0 x 60/135 sterling balloon catheter was being used for post-dilatation when the balloon ruptured during "run up" to 6 atms, upon first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).